Event description:
A customer reported that their pump's battery was depleting too quickly, with the issue worsening over time, especially during recent days. There was no reported adverse impact. Technical support reviewed battery logs and confirmed the significant depletion. Customer continued to use the pump for insulin delivery.